Event description:
It was reported by the customer that the ok symbol is not displayed in the readiness indicator, and the device will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.